Event description:
Green balloon in the transducer part remained inflated so they could inject fluid but none came out so they could not obtain readings. Once they applied a new set up, the new one worked without difficulty. It was reported that there were no adverse effects on the pt.

Manufacturer narrative:
It was reported that the pt had surgery for small bowel obstruction. In ICU at 1800, abvisor applied, worked well. At 0100, the device appeared to be "clogged." The balloon is actually inflated. New abvisor applied and no problem. It was reported that there were no adverse effects on the pt. This is deemed a reportable malfunction for potential serious injury (urine retention). Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk. So the date used was the date we became aware.